Event description:
The patient was noted to have had a catheter revision, and their pump was replaced in (B)(6) 2012. The date of and reason for the revision were unknown. No symptoms were reported. The medication used within the system was baclofen.

Manufacturer narrative:
Product ID 8709, lot# j0039979r, implanted: 2000-(B)(6), product type catheter. (B)(4).